Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/06/2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/21/2017 with the following findings: a blank display at power up with audible and vibe sounds. Unable to test any button due to blank display. A blank, cracked display was found. Put test display and test display works. Cracked display lens. Battery compartment cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.